Event description:
Notes from h&p: injury list. Left intertrochanteric femur fracture. Procedures: s/p left intertrochanteric femur fracture intramedullary rod fixation history of present illness (hpi): status post fall on the left hip. The patient was walking when he felt a sudden increase in pain in his left hip. The next day he was unable to ambulate very well. Assessment: s/p left intertrochanteric femur fracture s/p open reduction internal fixation (orif) and hardware failure. Notes from the operative report: preoperative diagnoses: . Left intertrochanteric femur fracture. Left femur, failure of hardware. Postoperative diagnoses: left intertrochanteric femur fracture. Left femur, failure of hardware. Type of operation: left femur revision, open reduction and internal fixation. Left femur, removal of hardware. Indications for surgery: middle-aged male status post left intertrochanteric femur, intramedullary (im) rodding initially performed by an orthopedic surgeon... The patient subsequently went on to have a hardware failure with _____ fracture of his implants at hardware. "Using the patient's old surgical incision sites, several stab incisions were made for removal of the old broken intramedullary nail. After the old gamma nail was subsequently removed with a nail hook and rongeur and screwdriver, a ball-tipped guidewire was placed down the intramedullary canal and then the femur was re-reamed up into a size 15 reamer. The proximal aspect of the femur was reamed to a 16. A 13cm nail was then placed down the intramedullary canal. A guidewire was placed into the femoral head and neck for a lag screw fixation. As dual integrated screws were placed, achieving compression across the fracture and near anatomic alignment. A total of 2 distal interlocking screws were placed using perfect circle technique and intraoperative fluoroscopic imaging. Final fluoroscopic images were taken and saved and showed an anatomically reduced left intertrochanteric femur fracture." Md's description of the incident: gamma 3 nail that broke thru proximal screw aperture at 6 weeks. Nail was noted to be notched most likely at time if insertion. Nail was initially implanted on [date redacted]. It was found to be broken in x-ray ~1.5 months later.